Manufacturer narrative:
Device available for evaluation?: yes, returned to manufacturer on 08/31/2017. Device evaluation: the intraocular lens (iol) was returned to the manufacturing site for evaluation. Visual inspection with the unaided eye showed the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens additional analysis is not possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Explant of the lens was scheduled for (B)(6) 2017 however not confirmed if it was performed. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt150 21.0 diopter intraocular lens (iol) was implanted into the patient''s left eye on (B)(6) 2017 without any patient injury. An explant is scheduled for (B)(6) 2017 due to an overcorrection of astigmatism. No additional information was provided.